Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the j702 was broken off from the distribution node pca. The root cause for the damaged j702 was excessive force.  No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.